Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable confirm anti-progesterone receptor (pr) (1e2) rabbit monoclonal primary antibody assay results for patient samples tested on the benchmark ultra instrument. It was reported that about 4 to 5 cases in which they obtained an estrogen receptor (ER) negative, progesterone receptor (pr) positive (weak intensity, in 10 to 20% of the cells), and her2 negative result. The oncologist requested that the tests be repeated at another institution, as they considered the positive progesterone and negative ER result unusual. The new results were pr negative.